Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of insulin. The customer reported a blood glucose level of 320 mg/dl, which was addressed with a manual correction injection. During a follow-up call on 11/29/2016, it was confirmed that the customer was able to load a new cartridge successfully and had no further issues.